Event description:
It was reported that a user experienced a failure to pair a dexcom g7 sensor for approximately 30 minutes after starting it, and pairing was achieved after the user toggled the g7 connection off and on and restarted the sensor with the provided pairing code. Symptoms included no alerts or alarms. Outcomes included successful pairing and instruction to monitor for warm-up. Investigation included basic troubleshooting and user education conducted by the agent. Investigation of this case revealed pairing delay resolved through user-performed restart and reconnection steps, consistent with a transient connectivity issue between the sensor and its paired device. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication error that resolved with standard troubleshooting.